Manufacturer narrative:
The device was received by resmed and an evaluation was performed. Upon powering up the device during evaluation, the touch screen was confirmed to be inoperable. The evaluation determined that the unresponsive touch screen was due to a defective main circuit board (pcb). Resmed's risk analysis for this failure mode concludes that the risk is acceptable. (B)(4).

Event description:
It was reported to resmed an astral device had an unresponsive touchscreen. The device was not in use when the fault occurred; therefore, there was no patient involvement.

Manufacturer narrative:
The astral device was returned to a resmed service center for evaluation. Based on all available evidence and complaint investigations of a similar nature, the reported start-up problem was most likely due to the device software. Resmed's risk analysis for this failure mode concludes that the risk is acceptable. Resmed reference #: (B)(4).

Event description:
It was reported to resmed an astral device had an unresponsive touchscreen. The device was not in use when the fault occurred; therefore, there was no patient involvement.